Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
Additional information indicates the patient was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.

Manufacturer narrative:
Correction: a4 - patient weight should have been 245 pounds instead of 165 pounds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.